Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control replaced the system controller pcb and user interface pcb assemblies. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio-control further evaluated the removed system controller pcb assembly. It was determined that integrated circuit, designator u61 was electrically shorted and caused the reported issues. The removed user interface pcb assembly was an ancillary part and there was no issue of this assembly.

Event description:
The customer contacted physio-control to report that when attempting to power on their device it would not boot up completely. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.